Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation recently and reprogramming was done and it went away. Now, the patient is feeling a "heating" sensation on their diaphragm at night when sleeping. The lead remains in use. No further patient complications have been reported as a result of this event.